Manufacturer narrative:
Investigation details the customer reported that quality control testing was carried out on the day of the reported event, and the results were as expected. The confirmation was not provided. Order reports from the customers ortho vision analyzer were requested but not provided. Biovue cassette and reagent storage and handling conditions were requested but not provided. The gtsc has recommended to the customer that they regularly decontaminate their saline and water tanks on a weekly basis, as well as complete a full system decontamination regularly to reduce the risk of contamination. As the customer obtained the expected correct results following system decontamination, the reagents used are not thought to be a contributing factor to the customer's issue. A review of the worldwide complaint database was performed from 11 sep 2022 through to 11 sep 2023 for ortho biovue system polyspecific cassette lot ahc318j and surgiscreen lot 3ss9150. No other complaint was identified for these lots with call area falseneg. No trend is identified. (Dra (B)(4). No further investigation was performed for this incident. The assignable cause of the discrepant negative reactions in antibody screening obtained by the customer is likely due to contamination, associated with the customers ortho vision biovue analyzer requiring a routine system decontamination. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
(B)(4). Windchill ra603256 on 29 august 2023. A customer contacted the global technical solution centre (gtsc) to report what was described as discrepant negative reactions in antibody screening in the indirect antiglobulin test (iat) for one patient sample using ortho biovue system polyspecific cassette lot ahc318j and 3% surgiscreen lot 3ss9150 in conjunction with their ortho vision biovue analyzer (B)(6). Equipped with software version 5.13.4. Date of event: (B)(6) 2023. Awareness date: 29 august 2023. Complainant/complaint reporter: (B)(6). - laboratory technician reported on 29 august by the customer to the gtsc. Reagents: ortho biovue system polyspecific cassette lot ahc318j, expiry 07 december 2023 surgiscreen lot 3ss9150, expiry 11 september 2023 patient history: not provided the customer reported that, on (B)(6) 2023. They had tested a patient sample for antibody screening (iat) using ortho biovue system polyspecific cassette lot ahc318j and surgiscreen lot 3ss9150 in conjunction with their ortho vision biovue analyzer, and that they had obtained negative reactions with the 3 screening cells. The customer stated that they were expecting a positive reaction. No further detail is available. The customer reported that, on (B)(6) 2023. They had tested the same patient sample for antibody screening (iat) using the same reagents in conjunction with their other ortho vision biovue analyzer (B)(6). And that they had obtained the following reactions: cells 1 and 2: positive 2+ cell 3: weak positive 1+ the customer reported that, following system decontamination and changing the analyzer probe, they had retested the same patient sample for antibody screening using the same reagents and analyzer (B)(6). And that they had obtained the following reactions: cells 1 and 2: positive 1+ cell 3: weak positive 0.5+ the customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.